Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2017 and that he obtained a result of ¿139mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿43mg/dl¿ obtained on another meter. Meter to other meter comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that at an unspecified time he ¿passed out¿ and that he received treatment with a glucagon injection. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had not followed the correct testing procedure by selecting the incorrect calcode and had not stored the strips as per product labelling. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.